Manufacturer narrative:
This supplemental medwatch report is reporting additional information: this MDR was inadvertently submitted with the incorrect device and manufacturer information. The customer later reported that they are not alleging a malfunction of the r series device used in this event, rather they believe the issue was with the electrode pads (reference MDR report# (B)(4)). The reported malfunction was observed and attributed to a misprogrammed identification chip in the electrodes. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device recognized the attached adult electrodes as pediatric electrodes. Complainant indicated that there was no patient involvement in the reported malfunction.